Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a vaginal hysterectomy, cystoscopy, anterior colporrhaphy and perineorrhaphy due to cystocele, stress urinary incontinence, uterine prolapse and rectocele. The patient underwent mesh removal/revision on (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/13/20170

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.